Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-62-01 - stemless humeral comp integrip, cage, size 1, 310-61-38 - stemless humeral head 38mm x 16mm x alpha.

Event description:
As reported, approximately 8 months post op the initial tsa, this 36 y/o female patient was revised due to instability and subluxation, possible subscapularis tear. Pain is a 3/10 with restricted movements. The case report form indicates this event is unlikely related to devices and possibly related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.